Event description:
A pump memory error occurred. The error occurred during an update. The patient had an MRI the day of the report. The hcp reprogrammed everything like it was when the patient walked through the door and then re-updated with old and new information and all was resolved. On (B)(6) 15 the hcp reported they didn¿t remember any issues from that refill. The patient has had no issues before or since the refill. Per the hcp the patient was confused before the refill about the bridge bolus, so the hcp spent time with the patient and spouse really explaining that well before the refill occurred. The hcp also confirmed that an MRI had been done that day, the pump had stalled as expected, but had recovered by the time that the patient returned to the hcp to be read. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8590-1, lot# n247114, implanted: (B)(6) 2010, product type: accessory. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4).